Manufacturer narrative:
Article "improved patient recovery with minimally invasive aortic valve surgery: a propensity-matched study" in innovations 00(0)1-9 doi: 10.1177/1556984519868715. Vascular perforations may occur with the use of several of our devices. A perforation is typically the result of excessive force combined with challenging anatomy and not a malfunction of the device. In this case attempts to retrieve additional information and the device is in process. If additional information is received a supplemental MDR will submitted. The device has not been returned to edwards for evaluation. The device history record (DHR) review could not be performed as the lot number is unknown. The cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "improved patient recovery with minimally invasive aortic valve surgery: a propensity-matched study", the following event was identified as pertaining to an edwards device: during a case of aortic valve replacement performed in upper ministernotomy (miavr) emergency conversion to full sternotomy was required in a patient due to a rupture of the coronary sinus during positioning of a peripheral retrograde cardioplegia device.

Event description:
Through review of medical article "improved patient recovery with minimally invasive aortic valve surgery: a propensity-matched study" authors federico cammertoni et al, the following event was identified as pertaining to an edwards device: during a case of aortic valve replacement performed in upper ministernotomy (miavr), emergency conversion to full sternotomy was required in a patient due to a rupture of the coronary sinus during positioning of a proplege device model pr9. Transesophageal echocardiography was used for the positioning of the proplege (bicavale and 2 long axis cameras). No guide or venogram was used. Device user was trained and used to manage this device frequently. The damaged occurred after placement of the proplege, pericardial effusion occurred and the patient was then swabbed and immediately put into extracorporeal circulation. Patient outcome was good with no adverse events reported.

Manufacturer narrative:
Reference CAPA-20-00141.